Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "broken" could not be confirmed. The reported condition of "exposed wires" could be confirmed. During service the device was found with a hose separated from hose adapter. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report rec'd from USA stating that the device was "broken and exposed wired". It is known that the device was not being used during surgery and no patient or user injuries. No add'l info available.